Event description:
It was reported that after completing a da vinci-assisted surgical bilateral inguinal hernia, the cadiere forceps instrument was bent and could not be straightened. The trocar was found stuck on the cadiere forceps instrument as a result. Inspection noted that "the metal piece of the cadiere forceps instrument had cut into the plastic and had caused a piece of the plastic to stick out," this resulted to the inability of removing the trocar off the cadiere forceps instrument. The piece of plastic had to be broken off in order to get the trocar off the cadiere forceps instrument. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use by an experienced technician. There have been no changes to preparation or sterilization methods at the site. The action of breaking the plastic off in order to remove it from the trocar took place after the patient was no longer in the operating room. The missing piece was likely discarded.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the cadiere forceps instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found the main tube broken. A piece measuring proximately 0.240¿ x 0.130¿ was broken and not returned with the instrument. This confirms the customer reported issue. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact. As part of investigation, further inspection found that multiple input disks were cracked. Hairline cracks were found on grip input shaft #6 and #7. This observation is unrelated to the primary failure confirming a broken main tube. Both failures are indicative of mishandling and misuse. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Common causes of the failure mode broken instrument main tube are typically attributed to the user. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is considered a reportable event due to the following conclusion: the instrument could not be removed from the cannula due to an obstruction. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.